Event description:
It was reported that, "the patient was having anterior knee pain. Patella was resurfaced and poly thickness increased to 15mm."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.